Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.